Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/65 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prognostic relevance of new onset arrhythmia and ICD shocks in primary prophylactic ICD patients clinical research in cardiology. 2020; 109(1):89-95. 10.1007/s00392-019-01491-1. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding defibrillators and leads. The article contained information that inappropriate shocks occurred due to atrial fibrillation (af), lead defect, or sinus tachycardia. Multivariate analysis on mortality was listed for shock due to af, lead defect, and sinus tachycardia. The status/disposition of the devices and leads is not known. Further follow up did not yet yield any additional information. There were no further patient complications reported as a result of the inappropriate shocks for the patient¿s whose devices and leads remain in use.